Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level in the 500 mg/dl range. Reportedly, the customer had pneumonia and did not deliver a bolus when needed. Customer was treated with insulin injections, and was released from the ER 4-5 hours later. Upon being released, customer's bg level was 125 mg/dl.